Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had noise, sandstorm. During inspection and evaluation, the image did not appear at startup during inspection for use for an unknown therapeutic procedure. The intended procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section has a scratch, adhesive on bending section has a chip, video connector has a crack, video connector is deformed, universal cord has a scratch, and the protector of the video cable section has a scratch. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The inspection method for the event is described as follows in the operation manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2 observe the palm, etc. With normal light observation image and nbi observation image. 3, make sure the illumination light is out. (See figure 3.23) 4, adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the olympus will continue to monitor field performance for this device.